Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient.

Event description:
A representative from the patient's coumadin clinic stated that the patient received an erroneous result when testing with coaguchek xs meter serial number (B)(4). On (B)(6) 2018, the patient had a result of 4.5 inr. The patient held her coumadin medication for one night. On (B)(6) 2018 at 12:21 p.m., the patient tested a sample on the meter, resulting as 4.2 inr. On (B)(6) 2018 at 4:22 p.m., a sample from the patient was tested in the laboratory using an unknown method, resulting as 3.2 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment and did not have any changes made to medication based on the meter result. The patient's therapeutic range is 2.5 - 3.5 inr. The patient is anemic and receives iron shots. The patient does not have antiphosphilipid antibodies. The patient only takes coumadin and baby aspirin for her inr. The patient's coumadin dose has been changed. The patient has not started any new medications, has not had any diet changes, and has no additional illnesses. The patient does not have a special or unusual diet. The patient did not have any symptoms of bleeding or bruising. The patient did not remember if internal controls tested on the meter passed. The meter has not been cleaned before. The patient's product was requested for investigation and replacement product was sent to the patient. Retention test strips (lot 304974) were tested in comparison to the master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
The customer was not requested to return any materials for investigation. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.